Event description:
It was reported by the dr that, "pt had a fracture dislocation of his hip with pinning, and in 2007 he started having left hip pain and of aseptic loosening was made based on the x-ray"

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available a supplemental report will be issued.